Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one packing coil lp into the target location. The physician then advanced another packing coil lp into the target location. While retracting the packing coil lp for repositioning, the physician kinked the pusher assembly of the packing coil lp and the coil unintentionally detached. The physician then used the pusher assembly of the packing coil lp to successfully push the remaining five centimeters of the coil out of microcatheter, and into the target location. The procedure was successfully completed at this point and no additional coils were necessary. There was no report of an adverse effect to the patient.